Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 17218156m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Method codes: no testing methods performed. Result codes: no results available since no evaluation performed. Conclusion codes: device not returned. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and carto 3 system, noise on ECG signals occurred. There was noise on the carto 3 system and the physician mistook the noise for the patient being in vt rhythm. In response to the suspected rhythm, the physician ordered a cardioversion. It was later uncovered, that the issue was simply noise and there was in fact no patient consequence. The patient was reported to be in stable condition. The catheter was replaced and the issue resolved. This event is MDR reportable because the noise did not allow the physician to accurately monitor the patient as it was on both systems (carto and ep recording system) and the noise was also being displayed on the backup defibrillator monitors and no anesthesia monitor was available.